Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown time, the patient had a pericardial effusion and was hospitalized for six (6) days. The patient is recovering at this time.

Manufacturer narrative:
B3: date of event estimated with aware date as event date is unknown.